Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. This emdr represents the bard/davol perfix plug(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug(device 1) . On (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against one (1)bard/davol perfix plug(device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2015: the patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2016: the patient underwent surgery for implant of an unspecified bard/davol perfix plug. The patient is making a claim for an adverse patient outcome against one (1) bard/davol perfix plug (device #1). The attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿the hernia sac was dissected down and retract bac into the internal ring. A perfix plug (device #1) was placed into the internal ring and sutured.¿ (B)(6) 2016 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with explant of perfix plug (device #1) and implant of perfix plug (device #2). Per operative notes, ¿a perfix plug (device #1) found on the cord structures was dissected and completely removed. A large indirect hernia was identified, the sac was reduced and a perfix plug (device #2) was placed and sutured.¿ (B)(6) 2017 - patient visited hospital for abdominal pain. Attorney alleged that the patient had pain, hernia recurrence and emotional injuries.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. This emdr represents thebard/davol perfix plug (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol perfix plug device. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 11 months post implant of perfix plug, patient was diagnosed with hernia recurrence, inflammation & pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list hernia recurrence and inflammation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (15-oct-2014) is considered to be a best estimate. Updated fields: a2, a4, b2, b3 (date of event), b4, b5, b6, b7, d.4, d.6b (date of explant), g1, g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.